Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depletes quickly. It was also reported that the pump screen is occasionally unresponsive. Additionally, it was reported insulin gauge was incorrect. Customer declined to troubleshoot or follow up with tandem technical support. There was no reported impact to customer's blood glucose.